Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed no other similar product complaint(s) from this lot #.

Event description:
It was reported that during a medication procedure, the operator did not find the PICC catheter. After an xr, they noted a catheter migration into the pulmonary vein. They removed the migrated portion with a medical intervention.